Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd bactec¿ mgit¿ 320 system, the instrument has a persistent problem with tubes delivered as positive that show no signal in the micromgit and are negative in culture. There is no contamination or blood in the material. The following was reported: the instrument has a persistent problem with tubes delivered as positive that show no signal in the micromgit and are negative in culture. There is no contamination or blood in the material.database + logs viewed; temperature etc seems fine. 2 positives present; that were not put on the micromgit - so unknown if this is representative of the problem. They are very low positive - but meet the >75 gu criteria as far as I can see. The problem is probably in the reader itself; calibrators have already been replaced. Suggestion: detection board 440774.

Manufacturer narrative:
Investigation summary:this complaint alleges a failure on a mgit 320 instrument (p/n 441743, s/n (B)(6)). False positive results were reported by the customer. The customer reported that the instrument is flagging the samples as positive but when tested in the micromgit and in culture they are negative. The field service engineer (fse) arrived onsite to troubleshoot the instrument. Calibrator tubes were replaced, log files were reviewed and no issues were seen. The detector board was replaced with no change. The smm was replaced and still no change in false positive rate. The software was reloaded with a new database. Service decided to replace the instrument. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of july. The upper control limit was not breached, and trends were not identified associated with this defect.

Event description:
It was reported that when using bd bactec¿ mgit¿ 320 system, the instrument has a persistent problem with tubes delivered as positive that show no signal in the micromgit and are negative in culture. There is no contamination or blood in the material. The following was reported: "the instrument has a persistent problem with tubes delivered as positive that show no signal in the micromgit and are negative in culture. There is no contamination or blood in the material. Database + logs viewed; temperature etc seems fine. 2 positives present; that were not put on the micromgit - so unknown if this is representative of the problem. They are very low positive - but meet the >75 gu criteria as far as I can see. The problem is probably in the reader itself; calibrators have already been replaced. Suggestion: detection board 440774".